Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited high capture threshold. Other electrical measurements were in range. The lead was explanted and replaced. The patient was in stable condition post operation and would continued to be monitored normally.